Event description:
It was reported that during a thr surgery the connection piece of the device broke off outside of the patient. A s&n backup device was available to finish the surgery. There was no delay nor injury reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms the tip broken off. The broken piece was returned with the device. The other end of the device has multiple deep gouges and burrs. This device shows signs of significant wear/use. This device was manufactured in 2014. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.